Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). The stent delivery system (sds); was returned for analysis. A visual and tactile examination of the device found that there were multiple kinks noted along the full catheter length. Hypotube was broken at approximately 500cm distal from the distal end of the strain relief. The crimped and stent, balloon sections of the device were visually and microscopically examined and the stent was damaged, stent struts row's 5 to 12 from the distal end of the stent were damaged and deformed. No issues were noted with the balloon. The tip was visually and microscopically examined and damage was noted. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 88% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 4.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.